Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with grade 4 cystocele and vaginal vault prolapse and underwent a laparoscopic sacrocolpopexy with implant of a bard/davol flat mesh. Per the operative report details, "the vaginal cuff was incised and overlying bladder and tissue was dissected free until the vaginal fascia was revealed. Next, the mesh (davol flat) was placed around the vaginal cuff. Ethibond sutures were used to place 3 sutures anteriorly and 3 sutures posteriorly into the mesh and the vaginal fascia then tied down laparoscopically. The mesh was trimmed so that only the necessary portion was used and the excess was removed." The attorney alleges unspecified adverse patient outcomes associated with use of device.